Event description:
When clamped down, the firstpass got stuck and would not release. The only way to get it out was to tear the rotator cuff. It was removed, and another one used to complete the procedure. No additional details were provided regarding the patient outcome.

Manufacturer narrative:
The returned disposable firstpass was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection found that the device was received in a close position with the damage needle stuck out of the upper jaw. No other visual discrepancies. During the functional evaluation the firstpass was disassembly and we were able to retract the needle inside the device. Also we verified that the release button was properly working. The customer complaint was verified and a root cause was unable to be determined with certainty; however after we verified that the device release the needle as intended we think the root cause may be due to excessive force or misuse of the device. The IFU included with the device has many warnings and clear instructions on how to properly use the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.